Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the guide wire became detached and remained in the patient. The target lesions were severely calcified, highly stenosed and located in the tibial artery. After treatment with the oad, balloon angioplasty was performed on the second lesion. When the balloon was removed, it was noted that the guide wire had become detached in the plantar artery. The wire fragment was unable to be snared and remained in the patient. The patient status was stable following the procedure.